Event description:
Forty-five year old female had implants placed in 1975. Requested removal due to multiple systemic symptoms "collaborated with a neurological work up." Implants were intact at time of removal, however, surgeon notes that there was complete incorporation of the polyurethane in the surrounding tissue capsule. No identifying marks were found on the implants.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.